Event description:
The facility's operation supervisor reported an infusion pump with an 803:20 failure. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.